Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized twice the previous week due to high blood glucose on with blood glucose of 1000 mg/dl at the time of one of the incidents. The customer stated they had forgotten to reconnect the pump when they disconnected the pump from their body. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incidents but the time frame is unknown. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.